Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients device was not helping with her pain. The patient underwent an ipg explant procedure. The patient was doing well postoperatively.